Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included uterine bleeding, cervicitis, dysmenorrhea and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis outcome was unknown. The reporter considered dysmenorrhoea, endometritis and uterine haemorrhage to be related to essure. The reporter commented: trailing coils: right- 2, left- 4 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received. Event medical device removal was updated to endometritis. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. Concurrent conditions included uterine bleeding, cervicitis, dysmenorrhea and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis outcome was unknown. The reporter considered dysmenorrhoea, endometritis and uterine haemorrhage to be related to essure. The reporter commented: trailing coils: right- 2, left- 4 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received. Event medical device removal was updated to endometritis. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.